Event description:
Name of procedure: hepatectomy. Event description: original text: a clip do not close when activating the handle. Translation: the clips does not close when the trigger is pressed. Additional information received from applied medical representative via email on 27oct25: the clip was closed on vessel. The clip did not fully load into the jaws upon actuation. Clip don't come. The instrument was not being used in conjunction with a cholangiogram. The trigger squeezed ¿plastic to plastic. The surgeon fully skeletonize the vessel prior to firing the clip applier. The clip applier was not used to skeletonize tissue. Intervention: device replacement. Patient status: patient is good.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.